Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating power error and barometric pressure too high. The field service engineer found that the monitor printed circuit board (pcb) was defective. After it was replaced, the ventilator worked as expected. No further issues have been reported. The evaluation of received device logs confirms the reported technical error codes on november 06, 2020, which will be used as the date of event. The ventilator was restarted several timed but the errors were permanent. The returned monitor pcb was installed in the reference ventilator. One of the reported power errors was immediately confirmed and the error was permanent. Simulated use test ventilation resulted in no breathing at all. Measurements on the monitor pcb showed that a signal monitored by the board was too low why valves were disabled. If the fault condition found during the investigation appears during ventilation, ventilation will stop. High priority alarms will be generated. The fault will be detected during pre-use check. The conclusion is that the reported pre-use check failures were caused by a single/exceptional hardware failure with the monitor pcb.

Event description:
Manufacturer's ref #: (B)(4)

Event description:
It was reported that the ventilator generated technical error codes indicating power error, and barometric pressure too high. There was no patient harm. Manufacturer's ref #: (B)(4).